Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced issues with insertion sites scarring and had site drained of fluid now out on the infusion sets and need replacements. The patient also reported that red under adhesive and drainage out the site. The patient experienced hematoma/bruise when inserted at abdomen, therefore patient visited emergency room admitted in hospital and received treatment was drained the fluid out of site. No further information available.